Event description:
An employee from our customer reported to our sales rep that he was observing a surgery procedure. During this he observed that faulty drilling happened during the procedure. No delay and the surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: (B)(4) speedlock sleeve gamma3 180 lot # kp297229; (B)(4) speedlock sleeve gamma3 200 lot # kp285091.